Event description:
Correction to b5 of the initial report. The bacteria was identified as enterobacteria.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b3 of the initial report which was inadvertently left blank. Correction to b5 of the initial report; please see b5 for further information. Additional information: d8, d9, h3, h4. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 07, 2024. Sampling from: all channels. Cfu: 1 cfu/endoscope (1 cfu/100ml). Bacterial identification: bacillaceae. The device was evaluated where an additional potential adverse event was confirmed when foreign material was observed on the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the foreign material investigation, olympus confirmed foreign material came out of the air/water nozzle, but the type of the material could not be identified. There was no deformity noted on the air/water nozzle. Based on the results of the positive culture investigation, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. A definitive root cause for the foreign material and positive culture could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 80 colony forming units (cfus) of total flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.